Event description:
The patient called at 1:42 pm and reported that her blood glucose had measured 2.9 mmol/l in the morning (exact time not reported), so she ate a pear and drank some (B)(6). At 10:00 am her bg was 19.9 mmol/l and she felt sick. She ate some toast and gave a bolus for that and for correction (dosage not reported). At 12:33 pm her bg result was 20.5 mmol/l and she took a travel sickness pill as she felt sick. She had not tested for ketones. The patient was alert and sounded normal at the beginning of the call, but became increasingly upset and incoherent. A bg test during the call read 22.8 mmol/l. She was unable to correct with an insulin pen. An ambulance was called and she was treated at home by paramedics.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine fi any malfunction or other product condition could have contributed to the patient's hyperglycemia and paramedic visit. No qualification records were reviewed as no product lot number was reported.